Event description:
(B)(4) study. It was reported that after a percutaneous coronary intervention (pci), the patient experienced a myocardial infarction. The subject was enrolled into the (B)(4) study in (B)(6) 2011. The target lesion #1 was located in the proximal lad (left anterior descending artery) with 80% stenosis and was 25 mm long with a reference vessel diameter of 3.0 mm. The target lesion #1 was treated with pre-dilatation and placement of a 2.75 mm x 32 mm taxus element stent. Following post dilatation, residual stenosis was 0%. In (B)(6) 2011, post index procedure/prior to discharge, the subject experienced elevated troponin and a myocardial infarction (mi) was reported. Electrocardiogram was performed (mi type - non q wave). It was noted that the subject did not experience ischemic symptoms and no other action was taken to treat this event. The subject was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Age at time of event: around (B)(6) years of age. Device is combination product. The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).